Event description:
It was reported to boston scientific during an endoscopic retrograde cholangiopancreatography (ercp) procedure, as the sphincterotome catheter was being advanced, it was noticed that the wire would not exit the distal tip of either tome. The procedure was able to be completed with the use of another similar device. The patient is reported to be in stable condition. Refer to associated manufacturer report # 3005099803-2008-05047 for a description of the first event.

Manufacturer narrative:
.